Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). Device component code (B)(4) relates to device problem code (B)(4) for the reported event of stent positioning placement problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be implanted in the tracheobronchial tree to treat a malignant stricture during a bronchoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the catheter bowed and the physician experienced difficulty when pulling the release suture to deploy the stent. The physician was able to deploy the stent; however, the stent was deployed too proximal to the stricture site. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.